Event description:
It was reported that on (B)(6) 2023, a 23mm portico valve was selected for an implant. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was implanted 20mm lower to left ventricular outflow (lvot) resulting into worsening aortic insufficiency needing for a second unknown device to be implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of aortic insufficiency was reported. A more comprehensive assessment, including a histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. But the implantation depth may have caused the reported aortic insufficiency. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.